Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.

Event description:
It was reported that during implant attempt of the right ventricular lead the helix was rotated over seventy times and wouldn't extend. Additionally, after the lead was explanted the technician rotated the helix over one hundred turns and the helix "popped out". The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.